Event description:
It was reported that the user¿s ilet did not receive glucose readings from a newly paired dexcom g7, and the system displayed a pairing failed alert; review revealed the g7 pairing code entered in ilet did not match the sensor¿s code, and the user had toggled between g6 and g7 during setup. Symptoms included absence of cgm data to the ilet. Outcomes included delay in automated insulin dosing due to missing cgm signal. Investigation included guided troubleshooting to confirm sensor type selection, verification and correction of the g7 pairing code, and re-pairing steps. Investigation of this case revealed use error related to an incorrect pairing code and sensor-type configuration, which prevented successful communication between the cgm and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user setup error leading to failed device pairing.